Manufacturer narrative:
H.6. Investigation findings: code c19- the device evaluation found that the leading end of the sheath and marker band were missing. Exposed wire could be seen from the leading end. A kink in the sheath was found approximately 3.5cm from the leading end sheath break. The root cause of the sheath damage and kinking could not be determined with the available information. H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
Other relevant history, including preexisting medical conditions: asked but unavailable w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a right common iliac artery aneurysm using a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. It was reported that, as the dsf was being withdrawn after completing the gore® excluder® iliac branch endoprosthesis portion of the case, the distal radiopaque marker was observed to be dislodged from the sheath. Reportedly the radiopaque marker was unable to be snared, so the marker was left in the patient and pinned behind the endograft. There were no noted difficulties advancing or withdrawing devices through the sheath, and there were no reported anatomical variances that may have caused or contributed to the event. There were no patient complications and the procedure was completed with no further reported issues. The patient tolerated the procedure.